Manufacturer narrative:
Complete reporter name: dr. (B)(6). Additional reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console intermittently generated a catheter restriction alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The physician and bedside nurse verified there were no external kinks and all connections were secure. The console displayed a flattening of the iab waveform peaks. Possible reasons for the alarm were discussed including the axillary insertion and patient movement. The customer was advised to immobilize the extremity and to consider getting a chest x-ray as there was likely an internal kink. There was no patient harm or adverse even reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).